Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was stuck on an alarm loop after battery installation. The problem was isolated to the mother board. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and then turned off. It was also stated that the insulin pump gave an a48 alarm. The customer was assisted with clearing the alarm, and was able to complete the rewind sequence. The alarm was not cleared. The caller did not know the blood glucose reading. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.